Event description:
A malfunction was reported on the pump, but no notable events occurred prior to this issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing information on how to reset the pump and helped them perform the reset. The malfunction did not recur, and the customer was advised to continue using the pump and to contact support if any further issues arose.